Manufacturer narrative:
Date sent to the FDA: 10/12/2021. Additional b5 narrative: it was reported that the patient experienced bowel obstruction following surgery.

Manufacturer narrative:
Date sent to the FDA: 06/18/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2019 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted adhesions lysis proceeded meticulously between the small intestine and the mesh filled the entire small bowel along with the fresh omentum was free from the mesh. The mesh itself appeared very well positioned still and was showing signs of good neo peritoneum formation. It was reported that the patient experienced severe pain, inflammation, blockage and bowel adhesions. No additional information was provided.